Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 585mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with insulin drip. Customer indicated that their doctor has been contacted and their blood glucose value was 157 mg/dl at the time of the call. Troubleshooting found that the customer is currently in the hospital for observation and will call back at a later date for further troubleshooting.